Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) with an mcs tip cover accessory installed. Inspection of the tip cover accessory by the surgical staff revealed that the mcs tip cover had a hole. The planned surgical procedure was completed with a replacement mcs instrument tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.